Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) dialed into the carefusion coordination engine (cce) and found that the cce service had stopped unexpectedly due to low disk space on the c: drive (less than 10 gb), caused by windows updates. The service was restarted and queues resumed processing; the customer was informed of the issue. Additional disk space was added via vsphere, the c: drive was extended, and available free space was increased to 49.5 gb to prevent recurrence. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders not crossing over to all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.